Event description:
It was reported that a hp054 and an unknown disposable were stuck together. No other information was available.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent nose cone. The handpiece was received disassembled and the ¿transducer assembly¿ attached to a har device. The nose cone was cracked. The "transducer assembly" was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality.